Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that there was missing data points on the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy and declined further troubleshooting from tandem technical support. The customer's blood glucose was 240 mg/dl.